Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal insulation abrasion. As received, a partial lead was returned in two pieces. Visual examination found two internal insulation abrasions breaching the ring electrode lumen. The etfe coating of the ring electrode cable was not abraded in these regions. All other damage found is consistent with explant procedure.

Event description:
This report is to advise of an event observed during analysis.